Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer had failed. A field service engineer (fse) noted that the customer had reported the half-height cubie in drawer was getting stuck when opening. The diagnostics tool did not show any failures or indicate the drawer getting stuck. The customer was able to open the drawer without issue. The fse was unable to run the required test on the legacy drawer but verified that the half-height cubie drawer was operational. The customer was able to open and inventory the drawer. No further issues were reported for this device. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.